Manufacturer narrative:
This event occurred on the china market on a significantly similar device to ¿servo-air¿ which is sold in the us.

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module stand still. There was no patient harm. Manufacturer's ref. #: (B)(4).